Event description:
On (B)(6) 2013, the lay user/patient contacted lifescan (lfs) alleging that his onetouch ultramini meter would not power on. The complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the power issue began on (B)(6) 2013. The patient informed the cca that he manages his diabetes with a combination of lantus insulin and oral medication (metformin). It is not known if the patient made any changes to his usual diabetes management regimen in response to the meter issue. The patient reported developing symptoms of ¿stiff neck, headache, blurred vision, slurred speech, and feeling tired¿ one day after the power issue started. The patient claimed his blood glucose registered ¿over 500 mg/dl¿ when he tested on another device. The patient stated he treated himself with 10 to 15 units of additional lantus insulin. At the time of troubleshooting, the cca noted that the subject meter did not power on when a test strip was inserted or when a button was pressed. The cca also noted that the subject meter¿s battery did not need to be replaced per the owner¿s booklet recommendations. Replacement products were sent to the patient. This complaint is being reported because the patient reportedly developed signs/symptoms suggestive of hyperglycemia after the alleged meter power issue started.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.